Event description:
It was reported that while connected to pt, the ventilator started auto triggering, the airway pressure increased and the minute volumes decreased. The ventilator was swapped out and removed from service. The unit also failed the internal leakage test during pre-use check, performed after the event. (B)(4).

Manufacturer narrative:
(B)(4).